Manufacturer narrative:
Passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No unexpected button error alarms noted. Intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 40 mg/dl. Customer treated their blood glucose with juice. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.